Manufacturer narrative:
Problem code captures the reportable event of fiber broken in package. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva (tm) ID tractip laser fiber was opened for use for a ureteroscopy procedure in the kidney, ureter and bladder performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was noted to be broken before it was removed from the package. The procedure was completed with another flexiva (tm) ID tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva (tm) ID tractip laser fiber was opened for use for a ureteroscopy procedure in the kidney, ureter and bladder performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was noted to be broken before it was removed from the package. The procedure was completed with another flexiva (tm) ID tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Visual analysis revealed that the first piece measured approximately 55.5 cm from the top of the connector to the break. The second piece measured approximately 261.8 cm from the break which includes the entire distal tip. The condition of the returned device confirmed that the fiber was broken. Therefore, a review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue; the corrective action plan is in the verification of effectiveness phase.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva (tm) ID tractip laser fiber was opened for use for a ureteroscopy procedure in the kidney, ureter and bladder performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was noted to be broken before it was removed from the package. The procedure was completed with another flexiva (tm) ID tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva (tm) ID tractip laser fiber was opened for use for a ureteroscopy procedure in the kidney, ureter and bladder performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was noted to be broken before it was removed from the package. The procedure was completed with another flexiva (tm) ID tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
(B)(4). Visual analysis revealed that the first piece measured approximately 55.5 cm from the top of the connector to the break. The second piece measured approximately 261.8 cm from the break which includes the entire distal tip. The condition of the returned device confirmed that the fiber was broken. Therefore, a review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue; the corrective action plan is in the verification of effectiveness phase.